Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had received button error alarm. Customer¿s blood glucose was 174 mg/dl. Customer stated that keys was getting harder to press. Customer also stated that they were not able to clear the alarm. Troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced and revert to back up plan. The insulin pump will not be returned for analysis.